Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, a sales representative reported via (B)(4) that the ar-6480 dualwave arthroscopic fluid management device experienced a pressure malfunction where the pump increased the pressure from 20 to 70 with no interaction. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed, the display pcb is faulting and the device has problem changing pressure settings. Physical damage was found to the lcd touch screen, top cover, bottom cover, bezel, display pcb, and both door levers. There are also 4 missing bumpers and 1 missing molex cap. See vendor evaluation.